Manufacturer narrative:
Additional information has been requested, but no new information has been received to date. If additional information is received, a supplemental medwatch will be submitted. The product has not been received for analysis. Without the receipt of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that approximately four years, five months post implant of this annuloplasty band in the mitral position, this device was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this device was replaced due to severe mitral regurgitation. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.